Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral valve injury (tissue damage) and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported patient effect of tissue damage appears to be a result of patient/procedural conditions and related to the slda; the reported increased mr was likely a secondary effect/symptom of the tissue damage and slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment(slda) and tissue damage. It was reported that the patient was admitted with heart failure, and on (B)(6) 2017, underwent a mitraclip procedure to treat functional mitral regurgitation (mr). Two clips were implanted and the mr was reduced from grade 4+ to grade 1+. Post procedure, both clips were noted to be stable and well attached. A surface echocardiogram was performed on (B)(6) 2017 and it was noted that the second clip, implanted at the anterior 1/posterior 1 (a1/p1) leaflet segment, had detached from one leaflet, remaining attached to the other (slda). The mr had increased to grade 3+. The patient remained hospitalized due to the admit condition. A second mitraclip procedure was performed on (B)(6) 2017. A small tear was noted in the anterior leaflet. One clip was implanted to stabilize the detached clip; however, the mr was not reduced. It was noted that the leaflets appeared weak and seemed easy to tear. No additional information was provided.